Event description:
Physician was doing a circumcision and could not remove the gomco, he eventually was able to remove it but it broke the skin on his fingers while desperately trying to unscrew the clamp to get the gomco off of the infant's penis.